Event description:
On (B)(6) 2012, a male pt receive a shoulder exam on a hitachi oasis open MRI system. The pt was laying in the supine position with a receive-only coil positioned around his shoulder. Because of his size, the pt's stomach was in close contact with the upper cover of the magnet opening. The pt was wearing a t-shirt and no other insulator was used to avoid contact. The exam was started and after about 20 mins, the pt pressed the call switch. The technologist of a burning sensation on his abdomen. The pt was removed from the scanner. The technologist reported that the pt's abdomen was red, but was not blistered at the time. The pt was released. Upon f/u on (B)(6) 2012 by the site, the pt reported blistering and was instructed to go to urgent care. The pt was seen at a clinic on (B)(6) by a nurse practitioner and was given an antibiotic cream and neosporin. The site contacted the pt on (B)(6) 2012 and the pt was doing better. No further f/u was deemed necessary.

Manufacturer narrative:
The oasis is a 1.2 tesla open magnet. Hitachi clinical science reviewed the pt's images and did not detect any image quality issues other than what was caused by pt motion. Specific absorption rate (sar) levels were in the normal range (< 2.0 w/kg). Hitachi confirmed with the technologist that normal safe scanning precautions were followed except to insure that there was an insulator use to ensure that there was a sufficient gap between the pt's body and the magnet surface. Hitachi service checked the upper gantry surface (rf transmitter cover) for hot spots and found no surface temperature higher than 76 degrees f. Hitachi service also inspected the rf transmitter subsystem and found it to be functional. The transmitter was slightly out of tune, but this condition did not effect transmitter output. Transmitter gain was within normal limits for the test. Hitachi cannot determine a direct root cause but we cannot rule out that the pt came into direct contact with the gantry surface. It is possible that rf energy was coupled to the pt's body and caused a temporary rise in temperature which contributed to the injury.